Event description:
Customer reported an incident where there was a discrepancy between blood flow rate entered and status screen reading. No blood loss reported. Reported machine runtime was 93 (h).

Manufacturer narrative:
No pt injury or medical intervention was reported. A gambro technical services (gts) representative evaluated the machine and checked the blood pump flow at several speeds and could not duplicate the reported problem. Primed the tubing set and performed a simulated run with no problems. Entered several different speeds for blood pump and status screen which read correctly. Additional information relating to this incident has been requested and further investigation of the incident will be conducted by the manufacturer. A final report will be submitted once the investigation has been completed and corrective action has been identified.